Event description:
It was reported that a patient which had been non-compliant for several years was seen in clinic and it was found the right ventricular (rv) lead had a polarity switch. The rv lead unipolar impedance was 1294 ohms. It was noted that the lead threshold was within normal limits and that no other lead trending information was available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.